Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a frayed guidewire was confirmed, and the cause appears to be related to use of the product. The 0.018¿ nitinol guidewire was returned for investigation. Blood residue was found on the guidewire, which indicates that the product was used. A visual observation of the returned guidewire revealed damage in the flexible tip of the guidewire. The coil wire was elongated over the core wire. The wire was kinked 4.8cm from the proximal tip of the wire. A microscopic examination of the guidewire revealed that the distal weld tip was not present on any portion of the coil wire or core wire. The overall length of the returned core wire was 49.5 cm. The distal weld tip and any section of the coil wire that was still attached most likely broke from a combination of tensile and bending stresses during removal. The damage observed on the returned sample is consistent with complications observed during use. It was reported that resistance was noted during insertion. Resistance was reported during an attempt to retract the guidewire. The product IFU cautions, ¿if the guidewire must be withdrawn while the needle is inserted into the vein, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire. Do not advance the guidewire past the axilla without fluoroscopic guidance.¿ a lot history review (lhr) of rear0900 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported arm with 6 cm. Thickness of adipose tissue puncture guided by ultrasound is performed, presents venous return, the guide is entered and the passage of the guide presents resistance when it is decided to withdraw the needle and the guide, at the end of the needle removal, the guide stays inside to the tissue, presenting resistance to the retraction so maneuvering is done for removal (circular movements), after several attempts without retracting hard, the guide goes out with a deformed and frayed tip.